Manufacturer narrative:
Owing to the effectiveness of the mitigations that are built-in to the design, the reported failure is not considered likely to lead to death or serious deterioration in health if the event were to reoccur. The device has performed as designed if a hardware failure is encountered in order to protect against a fault becoming a hazard. In conclusion, the device has acted as designed and intended when a situation occurs which compromises safe operation, by triggering audible and visual alarm. No further actions are planned at this time. Breas medical will continue to track and trend for similar issues.

Event description:
The log files could establish that treatment was started on (B)(6) 2021, at 09:25:27 on mains. Several "high-volume" alarms together with "disconnection" alarms occurred during the following 3 days and nights when suddenly function failure 39 occurred on (B)(6) 2021 at 23:04:23 and terminated active treatment with high priority audible and visual alarm. The subsequent alarms error 43 occurred as a result of the psu failure which caused error 39. The patient involved was not injured during the incident.